Event description:
It was reported that during implant attempt, there was blood in the insulation. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood/body fluid was present in the proximal conductor (not obstructed). Cuts were evident through the outer insulation material throughout various sections: 17cm, 18 cm, and 19 cm. Electrical testing to determine continuity of the conductor(s) passed. Primary analysis findings noted no anomalies found.